Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited high outputs and loss of capture in the right ventricle. No changes or interventions were reported. There were no patient consequences.